Manufacturer narrative:
During on-site checking in follow-up to the event, the draeger technician could confirm the reported issue and found a faulty vacuum pump was root cause. The vacuum pump generates an auxiliary vacuum pressure which is used for actuation of the valves that control the ventilation and for keeping the diaphragm of the ventilator in place during piston movement i.e. To avoid wrinkling. If the vacuum pressure is out of range, the device is designed to shut down automatic ventilation to avoid damages to the ventilator unit. Based on the logfile analysis performed by the manufacturer, this could be confirmed - as soon as the user activated the automatic ventilation during the case in question, the vacuum pressure was measured out of range and a shutdown of the automatic ventilation was forced. As confirmed by the report, the user was alerted to the shutdown by means of a corresponding alarm. Manual ventilation with the built-in breathing bag remained possible. The replacement of the pump has already solved the problem. After replacement, the device was tested and returned back to use without further problems reported. The field failure rate of the pump is subject to continuous monitoring by the responsible quality board. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the apolo posted a ventilator failure at the beginning of the case. There was no patient harm reported.

Manufacturer narrative:
The investitagation is ongoing. Results will be provided in a separate follow-up-report. H3 other text : on-going.

Event description:
It was reported that the apolo posted a ventilator failure at the beginning of the case. There was no patient harm reported.